Event description:
The customer claims that the alarm has no power when tested with new batteries and new sensor pads. There was no pt injury reported. Inspection shows that the alarm powers on, but has no alarm tone.

Manufacturer narrative:
(B) (4). Eval results: eval of the returned product found that the alarm's green led power light flashes on and off indicating power. There is no alarm tone when pressure is removed from the sensor pad or when the sensor is disconnected. The battery door is missing. The liqui-label is missing. The red and black battery wire insulation is cut open and the wires are exposed but are still attached to the battery connector. The fail-safe function did not sound. (B) (4).